Manufacturer narrative:
(B)(6). The device involved in this complaint has been returned to the manufacturer, however, the investigation of said device is in progress at the time of this report. A device history record investigation did not show issues related to this complaint. A record assessment (fmea) was conducted, and no changes required. At the conclusion of the sample device investigation this report will be updated.

Event description:
Customer complaint alleges "unit is not heating." The reported defect was detected prior to use. It is unclear if the reported defect was detected in the clinical setting. There was no patient involvement reported.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. Functional testing was also performed and the unit passed all tests. Based on the investigation performed, the reported complaint of "unit is not heating prior to use" could not be confirmed. No issues were found during functional testing. The unit heated up on minimum, medium , and maximum temperature settings. All aquatherm heaters are 100% tested at the manufacturing facility; thus any defects would be detected prior to release.

Event description:
Customer complaint alleges "unit is not heating". The reported defect was detected prior to use. It is unclear if the reported defect was detected in the clinical setting. There was no patient involvement reported.